Event description:
It was reported that following implant, poor sensing values and a loss of capture were observed on the atrial lead. X-ray imaging confirmed that lead dislodgment had occurred. The lead was repositioned on (B)(6) 2014.